Event description:
A nitroglycerine infusion was initiated in the ER and placed on pump. Upon receiving the patient in ICU, the digital display showed the primary infusion set at volume 250cc rate-3cc/hr with the secondary infusion rate of volume = 100 cc/hr. The infusion was transferred to a different pump. One hour later, thinking the previous problem might have been user error, the pump was used on the same patient for a heparin infusion. The pump was programmed for volume 250 cc, rate 10 cc/hr. Patient received approximately 30 cc (3000 u heparin) was given protamine sulfate 50 mg + benadrix to prevent bleeding. No bleeding complications evident. Unit taken out of service, sent to bio-meddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: manufacturer. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.